Manufacturer narrative:
One flexiva tractip 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into four pieces. The first piece measured approximately 33 cm from the top of the connector to the break. The second piece measured approximately 8.5 cm from break to break. The third piece measured approximately 226 cm from break to break this piece was kinked. The fourth piece measured approximately 50 cm and includes the entire distal tip. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to bent upon removal from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to bent upon removal from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.